Manufacturer narrative:
The user experienced severe hyperglycemia resulting in dka and hospitalization while using the ilet. This situation can result in acute metabolic decompensation requiring inpatient treatment and is consistent with the reported dka diagnosis and hospitalization. Engineering log review indicated the ilet was functioning as intended, with alerts and insulin delivery requests generated appropriately and no device malfunction identified. Available device data confirmed hyperglycemia on (B)(6) 2025 and showed repeated interruptions in insulin dosing due to lack of cgm values or bg entries while the device was in bg run mode, followed by prolonged periods of suspended dosing. An occlusion alert was also logged and later resolved, but the overall pattern supports loss of effective therapy due to failure to maintain cgm/bg input and consequent suspension of insulin delivery, rather than a device malfunction. Based on available information, the event was attributed to use-related therapy management factors, and no device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
On 30-may-2025, it was reported that on (B)(6) 2025, the user experienced hyperglycemia that progressed to diabetic ketoacidosis (dka) and hospitalization. The user received hospital treatment and was discharged. The outcome following discharge was not further reported.